Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer stated that there was no air bubbles and leak. It was unknown whether customer was using auto mode or not. Customer did high pressure test and it was passed. The insulin pump will not be returned for analysis.